Event description:
Irrigation tubing began leaking and portion of tubing came apart.item replaced...no harm to patient.what was the original intended procedure?right mastoid and middle ear exploration and performance of radical mastoidectomy and meatoplasty.